Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06813. It was reported the pt is unable to communicate with his ipg using either charger or programmer. Follow-up info identified the pt stopped using and charging his scs system approximately one year ago after he suffered a heart attack. The pt also stated the scs system did not seem to help relieve his pain. The pt wishes not to undertake any intervention at this time due to his current state of health.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.